Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "this is related to a device that indicated much more narcotic infused than what was programmed. The infusion rate was 0.1 ml/h, but after approximately 4 hours, the device showed a vi of 41ml (B)(6) was paged at 2300 with pump problems-screen said 0/94. But I believe it said that 64 was left? It was running. Then this am I got there. Screen was flashing off and on. Green light was flashing, but the white snake wheel wasn't running. I couldn't get into the pump at all. Screen was fully frozen. I called (B)(6) to get things figured. They are sending a new pump asap. Mean time I turned the pump off and restarted it again. Gave him 4 bolus. Rate: 0.1 mg/h (0.1 ml/h);bolus: 0.1 mg; bolus lockout : 30 mins; number of boluses/h: 2; vtbi: 94 ml; mode: pca; what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 17.4; administration set used (type and lot number): ap423; what catheter was used? Subcutaneous catheter (22 gauge); what drug was administered during the event? Hydromorphone 1mg/ml. Human harm: no. Delay in therapy: yes. Need for medical intervention: no."